Event description:
An optometrist reported a case of corneal abrasion, with patient report of pain and blurry vision, two weeks post prk (photorefractive keratectomy) surgery for the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l when add'l reportable info becomes available. (B)(4).